Manufacturer narrative:
The clinician reported a small burn on the patient after which this unit was promptly removed from service. Discovered the device had defective intensity encoder. Cracked lead-wires inlet. Broken control board to stim board ribbon cable connector. Defective lcd screen, dark, vertical line. Replaced parts. Cleaned up unit thoroughly inside and out. Conducted full functional test. Recommended for the customer to replace electrodes frequently with good quality ones. The root cause could was not established, poor condition of the electrodes the client was using could have contributed to the reported issue.

Event description:
The clinician reported a small burn on the patient after which this unit was promptly removed from service.